Event description:
During a ptca procedure, the pt2 moderate support guides wire fractured during removal. The fractured wire was retrived without incident. The procedure was completed with this wire. No pt injuries or complications were reported. Pt status is listed as "okay".